Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to overheating of the tube during the molding process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before acquiring blood sampling with the blue cap tube a black substance was found at the bottom of the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before acquiring blood sampling with the blue cap tube a black substance was found at the bottom of the tube."